Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that the insulin pump was not working. The customer took manual injection. The insulin pump was not bringing down blood glucose when in auto mode and manual mode. The customer stated that the she could not troubleshoot at this time because she was at work. The insulin pump will not be returned for analysis.